Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed that on the case front there was a cracked/scratched/worn front case. The case was replaced. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since the pt received their new controller the controller would not stay on once removed from the ac power supply. Pt is able to charge the controller completely to 100% but once they unplug controller from ac power supply the controller turns off; pt had to do a controller reset and sometimes the controller would turn back on and sometimes the controller would not turn back on. When the pt attempted to charge ins the controller would power off. During call pt verified there was no damage to the controller battery compartment and no damage to the controller battery. Pt was at work and did not have their ac power supply present. Pt put aa batteries into the controller and the screen was pixilated (pt verified this was not the first time the screen was pixilated). The issue was not resolved. Additional information was received from the patient. Pt called back and reported that they received the replacement controller and they charged it, but then it stopped working and went dead again, was blank and unresponsive. Pt stated that they reset the battery and it came back on. Pt said that they thought they were also getting a replacement battery pack and they think that is the issue now. A replacement battery pack was sent out. Additional information was received from the patient. Pt called back stating they received both controller and battery pack and the controller says 'not for human use'. The battery does not fit in the controller. Reviewed the controller is a dummy unit for shipping purposes. Reviewed to send the dummy unit back with the old battery pack. Reviewed to use the new battery door that repair sent with the new battery pack.